Manufacturer narrative:
Valeritas contacted the patient on 04/19/2018 to confirm (vgo) refill. Patient's girlfriend called back on (B)(6) 2018 to advise that the (B)(6) patient had passed away. No other information was provided, no additional phone calls were returned. The cause of death is unknown. No root cause can be determined based on the information provided.

Event description:
Valeritas contacted the patient on 04/19/2018 to confirm (vgo) refill. Patient's girlfriend called back on (B)(6) 2018 to advise that the (B)(6) patient had passed away. No other information was provided, no additional phone calls were returned. The cause of death is unknown.

Manufacturer narrative:
Date of event: date corrected. Date of report: date corrected. Initial reporter corrected. Health professional - no checked. Occupation - non healthcare professional. Type of report- follow up #1. Follow up, what type - correction checked.